Manufacturer narrative:
Additional information was received confirming that a zcb00 23.5 diopter (d) lens was implanted in the patient's right eye on (B)(6) 2016. The lens was explanted (B)(6) 2016. The lens was replaced with a zcb00 32.5d. It was clarified that the reported issue was not due to the iol strength. The patient was measured incorrectly, therefore the wrong iol strength was implanted. If implanted, give date: (B)(6) 2016. If explanted, give date: (B)(6) 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual evaluation could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 23.5 diopter intraocular lens (iol) will be explanted due to the wrong iol power used. The lens will be replaced with another zcb00 iol. No further information was provided.